Manufacturer narrative:
The device was returned for evaluation and the reported event was confirmed. The cardan joint nearest the blue knob was observed to be broken. Additionally, there was a large gouge observed on the impaction plate that is not consistent with intended use. The production records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required.

Manufacturer narrative:
The complaint sample has not been received for evaluation. Once it has been received and investigated, a follow-up medwatch 3500a emdr will be submitted. Complaint information received from distributor, (B)(4). Foreign as event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the instrument broke into two (2) or more pieces in connection. No adverse events nor patient consequence were reported as a result of the malfunction.